Manufacturer narrative:
Visual examination confirms the internal mechanism that mates with the sizing tibial plate has fractured at the lever tab. The device was used for treatment. Corrective and preventive actions were put in place to prevent further recurrence, including a redesign of the product. The reported device manufacture date is prior to actions taken. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the sizing handle broke during knee arthroplasty placement of tibial trial.